Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for lumbar radiculopathy and spinal pain. Information was reported that the caller said the patient's device has been inactive for 3 years and the patient is needing a scan of their lumbar spine. The caller said the patient had a brain scan before, but doesn't know if it was when the device was still active or not. The caller did not know the reason for the device being inactive. It was reviewed the possibility of an overdischarge and that the patient would at most be head or brain eligible. No other body part is recommended to scan. No further complications were reported. No patient symptoms were reported. Additional information was reported that the cause of the patient's battery being inactive was due to the battery stopped working. The issue has not been resolved. The patient also noted that their battery gets hot in their back. No further information was reported.